Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
The head of the brush shot off [device breakage] no adverse event [no adverse event] case description: a caregiver from a day care group reported that while using an oral-b rechargeable toothbrush, version unknown on a female client, the oral-b brushhead, version unknown shot off to the back of the client's throat. The reporter stated the brush head had just been replaced. No symptoms developed. Relevant history: medical history - mental retardation (mentally handicapped), and dysphagia (swallowing problems).